Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25x24mm synergy stent was advanced to treat the lesion, however, it was unable to cross. The device was then removed from the patient and upon inspection , it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.